Event description:
It was reported that the home patient (hp) had trouble connecting the peritoneal dialysis bags to an unknown cassette and missed therapy. The technical service representative (tsr) advised the hp to contact baxter for assistance setting up their next therapy. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.